Event description:
It was reported that during a pta/stenting treatment procedure, deployment difficulties were encountered. During this procedure, the physician treated four lesions, two in the iliac bifurcation and two just distal to it. During the advancement through the distal lesion, the physician felt some resistance and 'pushed a little harder'. The express biliary balloon went through the distal lesion, however, the stent slipped off of the balloon. The physician then used a 6 mm ultra sds balloon to capture the stent and reposition it down to the distal lesion. Post dilation was performed with a 7 mm balloon from an express stent. The procedure was successfully completed. The lesion being treated was calcified and tortuous. No pt injuries or complications were reported. Pt status is reported as 'fine'.